Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapy effect and felt a return of pain 3 days before the date of report. The patient ¿didn¿t have severe withdrawal but was sweating¿. It was also reported that there was multiple motor stalls and motor stall recoveries recorded in the event logs. The last recorded event was a motor stall recovery occurring on 2013 (B)(6) which had been noted on the day of this report. The logs indicated the pump had been stalling and recovering as far back as 2013 (B)(6), which was as far back as the pump would go. The pump was infusing compounded morphine and compounded baclofen. It was reported that multiple intermittent motor stalls were recorded in the event logs with dates ranging from 2013 (B)(6) to 2013 (B)(6). It was then reported that the patient's symptoms were ¿mostly¿ an increase in her pain level. The cause of the stalls was unknown. The patient was on supplemental oral medication and the pump was planned for replacement on 2013 (B)(6). It was later confirmed the pump was replaced. The patient recovered without sequela. Additional event logs were provided, it was noted intermittent motor stalls had continued to occur through 2013 (B)(6).

Manufacturer narrative:
Product ID 8709 lot# l80986, implanted: 2000 (B)(6), product type catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly related to the motor, shorting across the insulator was found. Corrosion and bridging across the insulation of the m1 feedthru was seen. It was noted the logs showed a motor stall, low battery reset and safe state. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.